Manufacturer narrative:
9/11/96 1105 message and 800# left on surgeon's answering machine. Kjb. 9/12/96 nncl sent. Tsb. 9/12/97 1015 spoke with source who confirmed the info as reported by the sales rep. Source stated she did not know any additional info such as patient info. Tsb. A1,2,3,4,b6,7,d10-info not provided by user facility. H8-info not available.

Event description:
The device was used during a laparoscopic cholecystectomy. It was reported the 512s would arm but would not reactivate when removed and applied again. A second 512s was introduced to complete the procedure. There was no consequence to the pt.